Event description:
The hospital reported that during an endovascular aneurysm repair, there was bleeding during use of the graft; from one of the branch connections. The procedure was completed by using sutures. The pt required a transfusion, but the amount of blood loss wasn't checked. Currently, the pt is ok.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).